Event description:
A hospital in (B)(6) reported that they observed that the strap of an opt544 optiflow nasal cannula was broken. This was found when the package was opened and before use on a patient.

Manufacturer narrative:
(B)(4). The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the returned complaint opt544 nasal cannula was visually inspected. Result: it was observed that the nasal prong has broken at the left side of the nasal interface connection point. There was no stress mark at the right side of the nasal interface to indicate a weak point on the interface. Conclusion: we were unable to determine how the cannula came to be damaged. The opt544 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. The cannula is (B)(4) inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded.